Manufacturer narrative:
(B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer reported that the companion 2 driver exhibited a high pitched fault alarm when the hospital staff member turned the driver on after being plugged in for several days. The customer also reported that the monitor on the companion 2 driver displayed a blank bright white screen during the reported event. The companion 2 driver was returned to syncardia for evaluation. Visual inspection of the drivers external components revealed no anomalies. The patient electronic data file was copied and revealed that no alarms or faults were recorded for this date. The customer experience was reproduced only when the driver was turned on and allowed to boot up with the emergency battery as the only power source. The investigation determined that the emergency battery was fully functional, and there was no evidence of a device malfunction. The driver performed as intended. The customer-reported blank screen was only reproduced as a result of depletion of the emergency battery. The emergency battery is one of four redundant power sources and is designed to be used only in the event that ac power and the two external batteries have either been depleted or removed from the driver. A heavy load is placed on the power source when the driver is powered on. In some cases, the emergency battery cannot supply the high current demand at the required voltages. If the emergency battery cannot supply the required boot-up power, the main buzzer will alarm and the screen display will be white but otherwise blank. Per companion 2 driver system operator manual - english us, section 6.5, "the driver is designed always to be connected to two power sources - the internal emergency battery and either of the two external batteries and/or an external ac power source." If the driver is only operating on the emergency battery, the driver will actuate a very high alarm status until an alternate power source is connected. The driver was serviced and passed all functional and performance testing prior to being released to finished goods. This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4) follow-up report 1.

Event description:
The companion 2 driver was not supporting a patient. The customer reported that the companion 2 driver exhibited a high pitched fault alarm when the hospital staff member turned the driver on after being plugged in for several days. The customer also reported that the monitor on the companion 2 driver displayed a blank bright white screen during the reported event. Visual inspection of the drivers external components revealed no anomalies. Visual inspection of the driver's internal components revealed a dented capacitor body on the power management board. This capacitor body damage has been previously observed and is suspected to be caused by rough handling during shipping of the driver. The power management board continued to provide the expected performance with the dented capacitor body. Therefore, the damage is only cosmetic and is unrelated to the customer reported event. The patient electronic data file was copied and revealed that no alarms or faults were recorded for this date. The customer experience was reproduced only when the driver was turned on and allowed to boot up with the emergency battery as the only power source. The investigation determined that the emergency battery was fully functional, and there was no evidence of a device malfunction. The driver performed as intended. It is likely that the root cause of the customer experience was the result of turning on the driver with the emergency battery as the only power source. The emergency battery is one of four redundant power sources and is designed to be used only in the event that ac power and the two external batteries have either been depleted or removed from the driver. A heavy load is placed on the power source when the driver is powered on. In some cases, the emergency battery cannot supply the high current demand at the required voltages. If the emergency battery cannot supply the required boot-up power, the main buzzer will alarm and the screen will be white but otherwise blank. Per companion 2 driver system operator manual - english us, section 6.5, "the driver is designed always to be connected to two power sources - the internal emergency battery and either of the two external batteries and/or an external ac power source." If the driver is only operating on the emergency battery, the driver will actuate a very high alarm status until an alternate power source is connected. The driver was serviced and passed all functional and performance testing prior to being released to finished goods. This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4) initial.

Event description:
The companion 2 driver was not supporting a patient. The customer reported that the companion 2 driver exhibited a high pitched fault alarm when the hospital staff member turned the driver on after being plugged in for several days. The customer also reported that the monitor on the companion 2 driver displayed a blank bright white screen during the reported event. This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.